Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed due to a damaged plug unit. Based on the results of the completed investigation, the reported event is likely due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed flickering images. This was found during reprocessing. There was no report of patient/user harm."